Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced low glucose events with the lowest reported value of 45 mg/dl while using the ilet bionic pancreas and had been frequently using the "less" meal announcement option or not announcing meals, which led to pump maladaptation and subsequent hyperglycemia after pausing for treatment; a factory reset was recommended and completed with assistance, and oral glucose was used to treat lows. No adverse clinical symptoms associated with hypoglycemia reported. Outcomes included a reportable event without sufficient impact details. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage-related issue associated with improper or incorrect procedure or method, with relevance to the user interface. It was concluded, based on previously established findings for similar reports, that failure to follow instructions and unintended use error caused or contributed to the event.